Event description:
.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Evaluation summary: (B)(4)-the device was returned to the manufacturer and analyzed. No anomalies were found; miscellaneous note-reduced or no analysis. (B)(4)-the full lead was returned to the manufacturer and analyzed. No anomalies were found. The lead was stretched and had apparent explant damage. The inner insulation was kinked and buckled; the outer insulation had cosmetic depression. The helix/lobe was distorted/bent with blood in/on the helix/lobe mechanism. (B)(4)- the full lead was returned to the manufacturer and analyzed. No anomalies were found. The lead was stretched and had apparent explant damage. The inner insulation was kinked and buckled; the outer insulation had a breached cut. The proximal conductor had blood/body fluid (not obstructed), and there was blood in/on the helix/lobe mechanism. Further information reveals that the patient was admitted to the hospital four days prior to death status post ventricular fibrillation arrest with resuscitation, respiratory failure "with what appears to be pneumonia," advanced chronic obstructive pulmonary disease and acute renal failure. The patient was intubated, sedated and placed on hypothermia protocol. Further review prompted a change in the device analysis results. (B)(4).

Event description:
A dual chamber implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately four months post the device system implant. A cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found; miscellaneous note-reduced or no analysis. (B)(4) - the full lead was returned to the manufacturer and analyzed. No anomalies were found. The lead was stretched and had apparent explant damage. The inner insulation was kinked and buckled; the outer insulation had cosmetic depression. The helix/lobe was distorted/bent with blood in/on the helix/lobe mechanism. (B)(4) - the full lead was returned to the manufacturer and analyzed. No anomalies were found. The lead was stretched and had apparent explant damage. The inner insulation was kinked and buckled; the outer insulation had a breached cut. The proximal conductor had blood/body fluid (not obstructed), and there was blood in/on the helix/lobe mechanism. Further information reveals that the patient was admitted to the hospital four days prior to death status post ventricular fibrillation arrest with resuscitation, respiratory failure "with what appears to be pneumonia," advanced chronic obstructive pulmonary disease and acute renal failure. The patient was intubated, sedated and placed on hypothermia protocol.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Evaluation summary: (B)(4) -the device was returned to the manufacturer and analyzed. No anomalies were found; miscellaneous note-reduced or no analysis. (B)(4) -the full lead was returned to the manufacturer and analyzed. No anomalies were found. The lead was stretched and had apparent explant damage. The inner insulation was kinked and buckled; the outer insulation had cosmetic depression. The helix/lobe was distorted/bent with blood in/on the helix/lobe mechanism. (B)(4) - the full lead was returned to the manufacturer and analyzed. No anomalies were found. The lead was stretched and had apparent explant damage. The inner insulation was kinked and buckled; the outer insulation had a breached cut. The proximal conductor had blood/body fluid (not obstructed), and there was blood in/on the helix/lobe mechanism.